Event description:
Customer reported floseal was found to have a hair inside the sterile packaging. There was no patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the foreign body, i.e., some kind of hair, was identified prior to use, so no patient involvement or injury was reported. If such type of hazard would reoccur and user will not recognize the foreign body prior to use, although sterility of all contained of the sealed package is ensured if it is not damaged, the particle can be introduced into the sterile field and get in contact with patient tissue. In a worst case scenario this may lead to a local foreign body reaction and inflammation, which only in exceptional cases will cause harm or serious injury. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). Investigation results: the complaint was not confirmed, as the complaint sample was unavailable. The manufacturing facility, baxter (B)(4), completed the investigation. Batch record review was performed and no non-conformance, rework, changes to process, methods, or specs, nor any stability issues were found to contribute to the reported complaint. No trend was identified for this product or lot. Retention samples for the reported lot were visually inspected and were found to have no abnormalities.